Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer alleged that the pump did not deliver enough insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. Reportedly, the customer reverted to an alternate method of insulin therapy.